Event description:
After placement of the clips with the ca040 clip applier cartridge, they could be removed without any trouble. The clips were removed and another manufacturer's device was used. This happened on three occasions, with three different surgeons. No pt injury or complication was reported.